Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer stated that the pump over infused with no specifics about the event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed but the patient having received more doses than the nurses thought was confirmed. Analysis of the pcu event log shows that the pca module was programmed at 6:39 pm on 22 august 2018 to infuse a pca dose only infusion of hydromorphone standard 0.2mg/ml using a 50ml bd syringe with 47.092ml detected, and the infusion was started. At 6:42 pm, the user paused the infusion. The user then opened the door and the device alarmed for check syringe. At 6:44 pm, the user selected a 50ml bd syringe with 47.5702ml detected. The user then programmed the device to infuse a pca dose only infusion of hydromorphone standard 0.2mg/ml, and the infusion was started. The infusion continued until 8:31 am on 23 august 2018. During this period there were 24 pca dose requests delivered for a total of 24ml and 3 pca dose requests not delivered due to the lockout interval. The patient history was cleared at 7:34 pm on 22 august 2018 (4ml recorded as delivered) and then again at 7:35 am on 23 august 2018. The root cause of the customer¿s report of an overinfusion was a user programming issue.

Event description:
The customer reported that during shift change a pca was verified with 2 nurses and the remaining volume did not equal the number of doses administered. Dilaudid 0.2mg/ml began on (B)(6) 2018 at 1933 with a pca dose of 0.2 mg, lockout interval 7 minutes, and a dose limit of .6 mg/hour. On (B)(6) 2018 at 1933 the volume recorded was 43.9 ml. On 8/23 at 0735 the volume in the syringe at shift change was 26.9 ml. During the night shift the patient had 7 demands and 6 delivered doses and the total dose for the shift was 1.6 mg. The volume difference between 1933 and 0735 was 17 ml which would have been a total of 3.4 mg given during the shift instead of 1.6 mg. The charge nurse and md were made aware of the med error. The patient was alert and oriented with stable vital signs. The pump settings were verified with the night shift rn and charge nurse, settings were programmed correctly according to the pca order. The pca pump was removed and sent to biomed and no tampering was suspected. There was no patient harm.

Manufacturer narrative:
Additional information provided.

Event description:
The customer reported that during shift change a pca was verified with 2 nurses and the remaining volume did not equal the number of doses administered. Dilaudid 0.2mg/ml began on (B)(6) 2018 at 1933 with a pca dose of 0.2 mg, lockout interval 7 minutes, and a dose limit of .6 mg/hour. On (B)(6) 2018 at 1933 the volume recorded was 43.9 ml. On (B)(6) at 0735 the volume in the syringe at shift change was 26.9 ml. During the night shift the patient had 7 demands and 6 delivered doses and the total dose for the shift was1.6 mg. The volume difference between 1933 and 0735 was 17 ml which would have been a total of 3.4 mg given during the shift instead of 1.6 mg. The charge nurse and md were made aware of the med error. The patient was alert and oriented with stable vital signs. The pump settings were verified with the night shift rn and charge nurse, settings were programmed correctly according to the pca order. The pca pump was removed and sent to biomed and no tampering was suspected. There was no patient harm.